Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the cassette packaging from last month's shipment. Patient used all 30 cassettes from this previous order/lot number and is currently infusing with a newer lot number that is unaffected. Patient did report an increase in pulmonary hypertension symptoms this past month which required her to seek medical attention and visit her prescriber. It was also stated that it seemed like her cassettes had a lot more medication left over (more than half full) when it was time for a cassette change. No further information available.